Event description:
Customer reported a cartridge alarm issue with their pump. Due to this problem, the blood glucose level was high, but the specific value remained unknown, and no adverse impact to the customer's blood glucose level was noted beyond this incident. Customer did not take specific actions to address the high blood glucose and did not require third-party assistance. Technical support attempted to assist the customer in loading a new cartridge correctly, but the cartridge alarm recurred, preventing resumption of insulin therapy. It was resolved that the pump would be replaced, and since the pump was out of warranty, the customer showed interest in obtaining an out-of-warranty loaner pump.